Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer due to ongoing issues with glucose results. The fse inspected the instrument and performed multiple service interventions. Upon further troubleshooting identified multiple hardware malfunction. The fse found defective degasser, clogged tubing and misaligned sample probe. The fse replaced the degasser, tubing and realigned the sample probe which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneous high patient specifically, affecting glucose tests within basic metabolic panels (bmp), leading to significant discrepancies between automated and manual results. There was no report of change to treatment, injury, or death associated to this event.